Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm had occurred. The pump supplies were changed to resolve the occlusion. Blood glucose was in the 200s mg/dl.